Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that shortly after the trial procedure, the patient developed severe pain in the genital area. The patient was admitted to the hospital and was administered medications. The physician indicated that the event was not related to the device; however, likely related to the procedure. The physician advised the patient to proceed with the trial. The patient had a successful trial and now has been implanted with the permanent device.